Manufacturer narrative:
(B)(4) neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
(B)(6) 2008: the patient was pre-operatively diagnosed with lumbar instability and degenerated ls-s1 disc causing discogenic back pain. Patient underwent an l5-s1 posterolateral fusion with instrumentation system. Per op-notes, the surgeon used rh-bmp2/acs that was put into the posterolateral region and added graft in addition, when the surgeon had this posterolateral material placed, it was impacted down with cobb elevators. The wounds were then irrigated and closed. There were no complications. The patient tolerated the procedure and went to recovery in stable condition. The findings of the intra-op fluoroscopy results for needle placement had the following findings: three films were obtained with a c-arm and reveal pedicle screws and associated metallic hardware bilaterally at the l5 and s1 levels. (B)(6) 2008: the patient underwent CT lumbar spine without contrast. Impression: postoperative changes from surgical fusion at l5-s1 level. (B)(6) 2008: the patient was discharged to home. Postoperatively, this patient did not have much pain, but was not ambulating. (B)(6) 2008: the patient presented for post-op follow up, and complained of pain in the left leg down the knee which increases with activity. (B)(6) 2008: the patient was pre-operatively diagnosed with lumbar axial back pain. Patient underwent provocation discography three levels, lumbar spine surgery. The final impression after the surgery was given as the following: technically successful injection and insufflation of three discs with pressure monitoring system and two control discs, one at l3-4 and one at l4-5. (B)(6) 2012: the patient presented for an office visit and was diagnosed with chronic back pain (primary), sacroiliitis and unspecified thoracic or lumbosacral neuritis or radiculitis. For the past two years she has had ongoing pain. The patient was recommended to undergo MRI lumbar spine. (B)(6) 2012: the patient presented for an office visit with her MRI results. She had mild spinal stenosis at l4-l5 and l3-l4. Overall, her MRI scan did not look bad. She has more pain standing and walking and more back pain than leg pain. The physician commented that stenosis may be contributing to her symptoms and ordered an epidural steroid injection, right at l4-l5. The following were the impressions of the MRI lumbar spine post op: 1. Postoperative changes at l5-s1 level without a disc herniation, central spinal or neural foraminal stenosis. 2. Mild l4-l5 central spinal stenosis. (B)(6) 2012: the patient presented office for right sacroiliac joint injection procedure under fluoroscopy guidance. The pre op diagnosis was: right sacroiliac joint dysfunction and status post l4 through s1 fusion. The patient's review of systems revealed the following results: musculoskeletal: back pain, arthritis and repair of both shoulders neurologic: numbness or tingling of feet psychiatric: depression (B)(6) 2012: the patient presented office for follow up. The impression of her physical therapy revealed sacroiliitis. The physician did an si joint injection rather than an epidural as he did not think he could get through the bony fusion to do an epidural. The si joint injection helped the patient a lot, but she fell, landing on her left side. As a result, both her si joints became painful. The physician further recommended her bilateral sacroiliac joint injection. (B)(6) 2012: the patient presented office for bilateral sacroiliac joint injection procedure under fluoroscopy guidance. The pre op diagnosis was: bilateral sacroiliitis. (B)(6) 2012: the patient presented office for follow up after bilateral si joint injections on (B)(6) 2012. The injections had not given her much relief of her symptoms. The physical examination had the following impression: lumbar spondylosis.